Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 2.0-3.0. Lab and meter tests were done 1 hour apart.

Manufacturer narrative:
Investigation pending.